Event description:
The nail broke and had to be replaced in a second procedure.

Event description:
The nail broke and had to be replaced in a second procedure.

Manufacturer narrative:
The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was full or main partly broken, the posterior bridge followed much quicker. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. The customer reported an aseptic non-union; the x-rays show a gap at the bone fracture on lateral that indicates most likely also a compromised bone healing. Furthermore the customer stated that the patient was very active. Non-unions, a high activity level (= postoperatively loads) and intra-operatively implant damages can lead to implant failures (like breakages) and are listed as adverse effects in the IFU. Based on these facts and that no manufacturing issues were found the nail breakage is related to a user error contributed by the patient. Secondary issue: it was found that the set screw was not placed within one lag screw flute; it was placed instead on the lag screw surface (user error). Therefore the lag screw was not secured against rotational and axial movements. The correct set screw placement is a critical step in the surgery and has to be checked after the set screw is placed according to the operative technique. Why the end cap became loosely could not be clarified, maybe it was not completely inserted and became un-screwed due to postoperative loads. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.